Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a missing battery door. The tamper seal was broken. Three accuracy tests were performed as part of the functional test and the reported issue was not duplicated. The pump was found to be within manufacturing specifications. The most probable root cause was the customer's induced and or user error and equipment test. A preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump failed volume test during testing. No patient injury was reported.